Event description:
On (B)(6) 2014, the empty reservoir alarm was occurring. The expected volume was 0 cc; however, they removed 13 cc of clear fluid from the pump. It was noted that the patient was difficult to access. They injected 10 cc of preservative free normal saline and aspirated with no problem. They then injected 40 cc of preservative free morphine (1 mg/cc) and started the patient¿s dose at 0.1 mg/day. Because the pump medication was being changed from fentanyl to morphine, a bridge bolus was started on (B)(6) 2014 at 1542 and was to last for 54 hours and 3 minutes. The patient wouldn¿t start to get the morphine until (B)(6) 2014 at 2200 and then it would take up to 24 hours to get the morphine effect. As of (B)(6) 2014, the patient was not getting any therapy relief from the morphine. The patient didn¿t think that the pump was working right. No testing had been done on the pump. The physician felt that the patient needed to allow time for the medication to get into his system. They needed to titrate the morphine. The patient¿s next appointment was scheduled for early (B)(6) for evaluation, rate change, and pump volume check. The patient outcome was reported at ¿recovered without permanent impairment¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).